Event description:
Depuy mitek was contact by a paralegal who stated that a pt underwent knee surgery in 1999. The pt experienced pain and second surgery was performed about two year later. During the second surgery the surgeon noted small plastic piece in the joint and removed it. It was believed the piece could have been a depuy mitek absorbable meniscal fastener.